Event description:
The user facility reported a patient with heart failure/cardiogenic shock was placed on impella cp for support through a planned valve replacement. During support, it was noted that a patient had an arrest. In addition, heparin was stopped due to a gastrointestinal bleed. The family decided on comfort care and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.